Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. Returned with the sample was the supplied 40cc driveline tubing. Upon return, the stylet was noted inserted within the iabc central lumen. The peel away sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. A bend to the iabc central lumen were noted at approximately 34.2cm from the iabc distal tip. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The cal key and fos were connected to the iabp without difficulty. The pump displayed "fos sensor connected, connect cal key to zero" and displayed fos status "ck" (cal key), indicating that the cal key was not recognized by the iabp. The cal key was removed and rotated 180 degrees and then reinserted with the same result. The fos cal key was visually inspected again, and no damage was noted. The fos could not be autozeroed by the pump due to the unrecognized cal key. Upon further inspection, the fos fiber was found fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "fiber optic connection not recognized" is confirmed. During the investigation, the returned cal key was not able to be recognized by the iabp and as a result the fos sensor could not be autozeroed by the pump. The fos fiber was found intact. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the unrecognized cal key. The probable root cause of the complaint is supplier related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "when doing the zeroing prior to insertion, they never got the pump to recognize the fiberoptic connection. Got a second fiberoptic iab. The second fiberoptic was recognized on the ac3 and the zeroed appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "when doing the zeroing prior to insertion, they never got the pump to recognize the fiberoptic connection. Got a second fiberoptic iab. The second fiberoptic was recognized on the ac3 and the zeroed appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".